Event description:
Info vac by kci was found off by the physician during morning rounds. The vac was plugged into the electrical outlet correctly and appeared to be functioning just prior to his visit. Upon closer inspection however, the electrical cord that was plugged into the machine was upside down and not receiving electricity from the outlet. Caregivers were unaware the cord could be inserted incorrectly into the device. A very tiny white arrow marking on the cord signifies correct insertion. The device has a 4-6 hour back up battery which recharges when plugged in. When the battery life is exhausted the machine turns off stopping therapy. It is unk if the device sounded an alarm to alert staff. This physician reports he repeatedly finds the vac therapy off on his pts. Dates of use: (B)(6) 2011.